Manufacturer narrative:
This report is submitted on february 08, 2022.

Event description:
Per the clinic, the patient experienced dizziness and pain at the implant site and subsequently was treated with oral antibiotics (specific date and duration not reported).